Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue.

Event description:
It was reported to (B)(4) service and repair: the battery oscillator ii broke during a procedure. The saw was being used during a femoral cut through an s&n cutting block. The saw head separated from the drive unit with the saw blade in the block. Some parts fell to the floor. Saw head with blade was removed from the block, drive unit also handed out. A different device was used to complete the procedure. No patient injury or adverse event was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of product return is not known. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports that the reporters complaint that the unit broke into pieces was confirmed. The device was evaluated and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4)